Event description:
Customer reported having an occlusion after wearing the pod for 3 days. Customer reported bruising and infection at the insertion site upon pod removal. Customer was treated at the hospital for infection at insertion site. Customer did not report that the cannula was kinked. Pod will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer so no evaluation is possible. No conclusion can be drawn. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a healthcare provider and treat the infection according to the healthcare provider's instructions. The customer followed these instructions per the user guide and received medical care to treat the irritation.